Event description:
It was reported that during a laparoscopic gastric bypass procedure the device broke it half. The broken half of the device was removed from the pt's abdomen. The procedure was completed with a like device. There was no pt consequence.